Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Deflection of sheath was stuck and does not go back to the default. No patient consequence was reported. Additional information was received. The catheter was not stuck in a deflected position. However, stuck in a partial deflected position. The knob was still functioning. No difficulty in removing the catheter.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 12-mar-2026, noted a correction to the 3500a follow-up #1 under h4. Device manufacture date as it was processed as 09-sep-2025 and should have been processed as 10-sep-2025. Therefore, corrected. The device evaluation was completed on 18-mar-2026. It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Deflection of sheath was stuck and does not go back to the default. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip of the sheath was folded back. A deflection test was performed and the device was deflecting within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The folded tip is not related to the deflection issue reported by the customer. The deflection issue reported could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The folded tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection stuck¿ issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿folded tip¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 24-feb-2026 which provided the lot number. Therefore, updated d4. Lot, d4. Expiration date, h4. Device manufacture date and d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).